Event description:
Additional information received confirmed that the catheter was replaced during the pump replacement. Since the replacement, the reporter had not heard anything about the patient, but the patient was assumed to be ¿doing well.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l46106, implanted: 1997 (B)(6), product type catheter. (B)(4).

Event description:
It was reported during pump replacement, for normal battery depletion, it was discovered that the catheter was dislodged. Catheter was revised and discarded. It was also reported patient status was alive with injury. Symptoms reported were pain and less than 50% therapy relief. The drug being used in the pump was dilaudid and prialt. Additional information was requested but was not available at the date of this report.